Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Event description:
The customer reported that the device loudspeaker does not work. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that the device loudspeaker does not work. A philips field service engineer (fse) went to the customer site and determined that the issue was associated with the speaker assembly. The fse replaced the speaker which resolved the loudspeaker defective issue. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.